Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified fracture around the implant platform. Additionally, the collar was damaged possibly during the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was 'low bone density ¿ type IV'. The reported device was being placed on tooth 36 (fdi). Device history rcord (DHR) review for the lot (1242217) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1242217) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event, weight unknown / not provided. Email address unknown / not provided.

Event description:
Doctor reported the implant in tooth location #36 fractured and was removed.